Event description:
Reporter indicated that the programing wand would not work even after changing the 9v battery. A replacement wand was sent to the site and the old wand was returned to the manufacturer for analysis. During device evaluation, it was found that intermittent conductors in the serial data cable was causing the communication errors. A known good bench serial data cable was substituted and all communication errors cleared. After replacing the serial data cable, the wand met all testing requirements. There were no visual anomalies observed, and the battery cable passed the continuity testing.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.